Manufacturer narrative:
The software settings were checked and appeared to be set up correctly. Cause of event unk at this time.

Event description:
A medtronic rep reported the following error message upon sending a 3d spin to the stealth: "transfer error - please verify the correct scan was sent to the system. If problem persists, please take another scan." Iso-c/stealth integration was discontinued for remainder of surgery. No impact on pt outcome has been reported.